Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found that the generator box inside the unit had a crack in it allowing water to enter the base of the generator box resulting in the reported event. The technician replaced the generator box and end connectors that are wired to the generator box, tested the unit, confirmed it to be operational, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 600 sterilizer was "sparking" and a burning smell was emitting from the unit. The reported event resulted with a procedure delay. No report of injury.